Event description:
The b braun ultrasite IV set for outlook safety infusion system (uac tubing and blood pressure monitoring system) was cracked and leaked during priming. The fluid had not been connected to the patient. Leaking site near square section of tubing at site of tubing entry into the machine..